Event description:
A customer reported that the t:slim x2 pump battery would not charge, resulting in the pump shutting down. The blood glucose level was 322 mg/dl. The customer initially used a computer usb port for charging instead of the recommended tandem wall adapter. Upon advice, the customer tried a different charging cable, which resolved the issue.